Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The dealer alleged that the joystick will not allow the user to give a reverse command and dealer also stated that they cannot get the joystick to calibrate in the reverse command. MDR filed.